Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the battery has depleted within approximately three years. The patient has atrial fibrillation with hardly any atrial pacing, normal ventricular outputs and no shocks other than at implant. The device remains in use. It was further reported that the device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the battery has depleted within approximately three years. The patient has atrial fibrillation with hardly any atrial pacing, normal ventricular outputs and no shocks other than at implant. The device remains in use. No patient complications have been reported as a result of this event.